Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's past medical history included renal cancer, hernia, endometriosis, ovarian torsion, hepatitis a, coccidioidomycosis, breast mass and vomiting. Concurrent conditions included anorexia, urinary frequency and body mass index normal. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), headache ("headaches"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary tract disorder / urinary problems or changes"), bladder disorder ("bladder problems or change"), depression ("depression"), migraine ("migraines"), nausea ("nausea"), rash ("rashes/ rashes or skin conditions"), skin disorder ("skin disorder"), anxiety ("anxiety"), weight increased ("weight gain / loss specify which one: weight gain"), arthralgia ("bilateral hip pain") and flank pain ("flank pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant / total hysterectomy and oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, headache, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, depression, migraine, nausea, rash, skin disorder, anxiety, weight increased, arthralgia and flank pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, arthralgia, bladder disorder, cystitis, depression, flank pain, headache, hypersensitivity, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Patient¿s demographic information, other relevant history updated. Events: anxiety, weight gain, arthralgia, flank pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included renal cancer, hernia, endometriosis, ovarian torsion, (B)(6), coccidioidomycosis, breast mass and vomiting. Concurrent conditions included anorexia and urinary frequency. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), headache ("headaches"), cystitis ("bladder infection"), urinary tract disorder ("urinary tract disorder / urinary problems or changes"), depression ("depression"), bladder disorder ("bladder problems or change"), migraine ("migraines"), nausea ("nausea"), rash ("rashes"), skin disorder ("skin disorder") and urinary tract infection ("urinary infection"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had surgery to remove the essure implant / total hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, headache, cystitis, urinary tract disorder, depression, bladder disorder, migraine, nausea, rash, skin disorder and urinary tract infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, cystitis, depression, headache, hypersensitivity, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder and urinary tract infection to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "bladder infection, urinary tract disorder, bladder problems or change, migraines, nausea, rashes, skin disorder, plaintiff did not underwent for essure confirmation test" were added. New reporter was added. Historical and concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included renal cancer, hernia, endometriosis, ovarian torsion, hepatitis a, coccidioidomycosis, breast mass and vomiting. Concurrent conditions included anorexia, urinary frequency and body mass index normal. Concomitant products included ibuprofen since 2006, intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo provera). In (B)(6)2004, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), urinary tract disorder ("urinary tract disorder / urinary problems or changes"), bladder disorder ("bladder problems or change"), nausea ("nausea"), anxiety ("anxiety"), arthralgia ("bilateral hip pain") and flank pain ("flank pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), headache ("headaches"), vaginal infection ("vaginal infection"), depression ("depression"), migraine ("migraines"), rash macular ("rashes or skin conditions type: rashes with red blotches") and skin disorder ("skin disorder") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy, salpingectomy, bilateral oopherectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, headache, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, bladder disorder, depression, migraine, nausea, rash macular, skin disorder, anxiety, weight increased, arthralgia and flank pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, arthralgia, bladder disorder, cystitis, depression, flank pain, headache, hypersensitivity, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash macular, skin disorder, urinary tract disorder, urinary tract infection, vaginal infection and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received : event rash updated to rashes or skin conditions type: rashes with red blotches. Onset dates were updated and added. Reporter contact information was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnancy with essure") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6), the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), headache ("headaches") and infection ("infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, headache and infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, headache, hypersensitivity, infection, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.